Manufacturer narrative:
The insulin pump alarmed during off no power test and self-test due to moisture damage on the all electronic assemblies noted. However, no unexpected a5 or e5 alarms during our testing. The insulin pump passed a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents are within specifications. The insulin pump was received with minor scratches on the lcd window, cracked lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external flash crc error. Customer's blood glucose at time of incident was 129 mg/dl. Customer reviewed the alarm history and got a external flash crc error alarm. The customer was advised that the device would be replaced.